Event description:
The 2x2 trufill dcs orbit galaxy xtrasoft coil prematurely detached when it was purged for the first time with a trufill dcs syringe ii during prep. It is unknown if the hub of the orbit delivery tube had been flushed prior to connecting the dcs syringe, which the instructions for use warns against. The syringe pressure was never increased above the red line beyond position 1 (blue) zone during prep. It is unknown if the coil caught on anything or if unintentional pulling of the coil contributed to the premature detachment. The coil was not clinically used, and the procedure was completed using other unknown products. There was no adverse consequence to the patient. Prior to the event, three orbit coils were successfully placed at the target aneurysm.

Manufacturer narrative:
A non-sterile orbit galaxy complex xtrasoft coil 2x2 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped without damage. The support coil and gripper was found inside of the introducer without damage. The embolic coil was received separated from the device inside of a ziploc bag and it was found without damage. The gripper and embolic coil were inspected under microscope and no damages were found on them. The marks of the embolic coil are observed within the gripper indicating a tight press fit. The purge hole of the gripper was inspected and it was found without damage or obstruction. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported detachment of the coil was confirmed; the coil was received separated from the device. Based on the available procedural information and the analysis of the returned device, no conclusion can be made regarding the conditions of the returned device or reported event. However, with review of the analysis of the returned device and device history records, there is no indication of a relationship to the manufacturing process. Additionally, inspections are in place to prevent damaged devices from leaving the facility. Therefore, no corrective actions will be taken at this time.